Manufacturer narrative:
Additional h6 (type of investigation) code: labelling review. H11: additional manufacturer narrative: this report serves as both the initial and final medical device report (MDR), incorporating the findings from the investigation. The date of the event is unknown; however, the article was received for publication on 14 february 2025. Therefore, the 14 february 2025 is used as the date of event. The implant date was calculated based on the implant duration provided (3.5 years) and the approximate date of event 14 february 2025. The device was not returned to edwards for evaluation as it remained implanted. Article citation: opacic d, rudolph tk, paluszkiewicz l, hornik l, gilis-januszewski t. Transcatheter mitral valve replacement in the degenerated mitral valve prosthesis implanted in the dacron-collar-neo-mitral-ring due to severe mitral annulus calcification. European heart journal case reports. 2025;9(10):ytaf476. Doi:10.1093/ehjcr/ytaf476. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valves (bhv) implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including end stage renal disease. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through the review of the medical article from germany: "transcatheter mitral valve replacement in the degenerated mitral valve prosthesis implanted in the dacron-collar-neo-mitral-ring due to severe mitral annulus calcification", corresponding author dragan opacic, et. Al. The following event was identified as pertaining to an edwards device: a 63-year-old patient with a valve model 7300tfx27 implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of approximately 3.5 years due to degeneration with a mean pressure gradient of 10 mmhg and a peak velocity of 268 cm/s. The patient presented progressive degeneration of the mitral valve (mv) prosthesis three (3) years later after a successful kidney transplantation. As reported the degeneration was likely due to chronic renal disease. A 26mm transcatheter valve was successfully implanted within the surgical device. The patient was discharged home.